Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Root cause could not be determined. Customer's blood glucose was 300 mg/dl.